Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: the complaint was unable to be duplicated during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there continue to be air bubbles in the cartridge and tubing and at the top of the cartridge where the tubing connects. The air bubbles appear in the tubing several hours after priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.